Manufacturer narrative:
Additional information was received that the pain was not related to the device. The physician was unsure what caused the pain.

Event description:
A report was received that the patient was having pain at the midline incision site. It was noted that the patient will undergo a medial branch block spot on the thoracic spine.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having pain at the midline incision site. It was noted that the patient will undergo a medial branch block spot on the thoracic spine.